Event description:
The product complaint report shows the customer's clinician alleged the 7200 vent did not alarm while in use on a pt. The hosp's bio-med could not verify the reported condition. The unit was thoroughly tested and returned to svc with no parts replaced or adjusted. There was no report of any pt injury. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.